Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. Follow up to the funeral home revealed there was no allegation against the performance of the devices and no allegation that the device and/or leads caused or contributed to the death of the patient. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 6 days post implant of the ipg system approximately 4 years ago.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) funeral home for disposal. Cause of death was unknown. Information identified in the manufacture¿s database indicated the patient died approximately 6 days post implant of the ipg system approximately 4 years ago.